Manufacturer narrative:
It was reported that the initial procedure was a subtotal gastrectomy by video procedure. The suture was used in the anterior and posterior aponeurosis. Continuous suture was placed and the tissue looked normal. After the procedure, the patient sneezed and coughed and the entire incision opened. During the re-operation the tissue was intact and the suture was found broken. The physician's opines that the coughing and the suture contributed to the event. Currently, the patient is at home and doing well. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and suture was used. On (B)(6) 2015, the patient underwent a re-operation due to suture was ruptured in the abdominal cavity of the patient. Additional information has been requested.